Event description:
The implantable neurostimulator was working one day and could not be charged or communicated with the next day. It was unclear whether the battery was well-charged at the time. The field rep was able to restore device functionality using standard procedures. An implantable neurostimulator overdischarge message was noted. There was no pt injury associated with the event.

Manufacturer narrative:
This report is being submitted late due to a delay by a MFR's employee. A process improvement plan and training are in place.